Event description:
In 2008, boston scientific corp was informed that during an endoscopic retrograde cholangiopancreatography, the tip on the autotome sphinctertome began to fray and break apart when the physician was cannulating the duct. No product came off inside of the patient. The procedure was completed with another of the same device without any patient complications. Patient is "fine".